Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a thoracic level paddle lead had stopped working and the patient lost charging ability. The reporter stated they wanted to discuss operative modification. Additional information was requested, but was not available as of the date of this report.